Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2021-00267.

Event description:
It was reported that during compression and distraction intra-operatively, the closure top would not hold the new compressed position on the rod and slipped back to its pre-compressed position. The closure top was provisionally tightened then loosened. The 5.5 cocr rod was removed and replaced with a 6.0 ti rod to complete the procedure. There was not a surgical delay or patient impact associated with this event. This is report one of two for this event.

Event description:
It was reported that during compression and distraction intra-operatively, the closure top would not hold the new compressed position on the rod and slipped back to its pre-compressed position. The closure top was provisionally tightened then loosened. The 5.5 cocr rod was removed and replaced with a 6.0 ti rod to complete the procedure. There was not a surgical delay or patient impact associated with this event. This is report one of two for this event.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: product is not returning and photos were not provided, so device evaluations can not be performed. A video of the failure was provided and shows the rod not staying in place after compression. Potential cause: root cause was unable to be determined. This event could possibly be attributed to the surgical technique being used or other unknown factors. DHR review: DHR could not be reviewed as lot numbers were not provided. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.